Event description:
It was reported " blood noted in helium drive line". Additional informaiton states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " blood noted in helium drive line". Additional "information" states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".